Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in catheter adaptor was separated. The following information was provided by the initial reporter: when using the saf-t- intima, before removed the catheter, it was found that the extension tubing and the catheter adapter was separated.

Manufacturer narrative:
H.6. Investigation: bd received one sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd was able to determine the root cause of the failure to be associated to the manual assembly step of our manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. A retraining was carried out with all personnel involved with the assembly process to prevent further occurrences.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in catheter adaptor was separated. The following information was provided by the initial reporter: when using the saf-t- intima, before removed the catheter, it was found that the extension tubing and the catheter adapter was separated.